Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins/connector damaged) has been confirmed. Upon investigation the trunk cable connector's pins were physically damaged and the electrode belt was unable to complete incoming functionality testing. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had a damaged cable connector.